Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a massive back surgery (fusion) and it was reported that they had them turn their ins off because they were doing an MRI and ¿other stuff¿. It was reported that the patient¿s ins had been off for quite some time and was dead. The patient spent close to a month at a hospital. They stated that they were now home and they went to turn the ins back on last night and the stimulation would not come on. The patient stated that the ins was charged. Patient services had the patient use their patient programmer and the patient connected. It was reported that it showed 3.4w and that the ins was off. The patient stated that they turned it off because they had called in. Patient services then had the patient turn the ins on, however it was reported that the patient did not feel any stimulation. It was suggested that the patient increase the stimulation, but it was reported that the patient still didn't feel stimulation. The patient had already tried other groups as well with no different results. Patient services re directed the patient to their healthcare provider (hcp). The patient noted that they would rather wait for their rep to come back from vacation. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.